Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2,000 mcg/ml fentanyl at 1,400 mcg/day which was updated to 1,500 mcg/ml at 700 mcg/day, and 0.3 mg/ml dilaudid (hydromorphone) at 0.21 (calculated) mg/day which was updated to 1 mg/ml at 0.46 (calculated) mg/day. It was reported that the doctor had the patient come in for a refill today (B)(6) 2020 and they changed the concentration. While he was programming the bridge bolus he noticed it said 24 hour dose during bridge, and he entered the new dose of 700 mcg/day when he meant to enter the old dose of 1,400 mcg/day. The doctor is asking if they call the patient to come back to the clinic, if they can cancel the bridge bolus and reprogram it with the new dose. They reviewed that is possible and explained they would have to cancel the bridge bolus and do a modified bridge bolus, and that if they have never done one, they should call back for assistance. The doctor states he might do this or he plans to give the patient non-pump medication while the 35 hours bridge bolus completes itself. The doctor had no further questions. Physician called back to program a modified bridge bolus after 7 hours of infusion. Bridge bolus was canceled, and programmer confirmed 0.081 ml had been delivered. 0.427ml - 0.08ml infused = 0.346 ml¿s left to infuse. Old drug desired dose was 1400 mcg/ml. Duration 11h 60min. Patient was in excruciating pain. There were no further complications reported/anticipated.